Event description:
Philips received a complaint from customer biomed reporting an unresponsive touchscreen on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the touchscreen is unresponsive. The be reported the device passed calibration, but touchscreen did not hold the calibration. The screen was reported as clean with no impact damage. The rse provided part details for touchscreen replacement. The customer confirmed the recommended part was replaced and the issue resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.